Event description:
While ablating and after mapping, the catheter lost all its flexion. Time elapsed was 1:07 with 44 burns. The catheter was replaced with a new one and the problem was resolved. No harm came to this patient.